Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness. H6 codes: health effect - impact code problem code: f17 sedation / code not available h6 codes: health effect - impact code problem code : correction to disregard 4650 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of event is an approximation. On approximately 04/02/2025, the patient experienced severe vomiting and subsequently lost consciousness. At the time, the patient's cgm and blood glucose (bg) meter readings were unknown, but the patient claimed that the cgm values were inaccurate. Additionally, the patient reported that her omnipod insulin pump was not functioning properly, resulting in a lack of insulin delivery. Emergency medical services (ems) were called, and the patient was transported to the emergency room (ER). Upon arrival, the patient was diagnosed with diabetic ketoacidosis (dka). The patient was sedated and treated with an unspecified intravenous (IV) solution and lantus insulin. The patient remained unconscious for two days, from (B)(6) 2025 to (B)(6) 2025. The patient decided to remove the wearable and insert a new one on (B)(6) 2025. The patient was later discharged on (B)(6) 2025 in stable condition. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.